Manufacturer narrative:
The field service engineer ( fse) confirmed customer's complaint via diagnostics codes indicating a depleted battery in device history log. The fse found that ac power cord is not fully seated into ac power receptacle. The ac power cord has intermittent connection. The fse removed and reconnected ac power cord into fully seated connection. Performed est, electrical safety test, backup battery test and unit passed successfully. There were no parts replaced patient information requested, no response from the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device shut down while in use on a patient. No patient harm reported. Patient information requested.